Manufacturer narrative:
B3: unknown event date; no information has been provided to date. E1: phone number "(B)(6). H3: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing with the occlusion tester, the customer reported issue was duplicated. Visual inspection showed both the downstream occlusion (dso) seal was damaged, and the lens was scratched. No issues were found in the event history log. After investigation the results indicated a reportable malfunction due to the damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, battery compartment, and lens.

Event description:
It was reported that the battery compartment was broken. The customer returned the product for repair, and during inspection it was found that the pump had a damaged downstream occlusion (dso) seal. There was unknown patient involvement.